Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Additional information: h6. Correction: (b)(5). Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade 4, left-side and bilateral implant creasing, left side. Creasing date of event: 12/17/2025.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Device evaluation: d9, g3, g6, h2, h3, h6, h10. Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with no discoloration. The device weighed 418.0 grams. No additional observations. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Tiger aesthetics medical complaint#: (B)(4). At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade 4, left-side.